Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the light bulb did not light, there were issues with the footswitch cable and there was a delay in the air supply of the fluid/air exchange during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined. The first reported ¿illuminator not working¿ is attributed to a nonconforming table top illuminator. The issue was replicated and the part was replaced to resolve the issue. The second reported ¿delay in sending air¿ was confirmed. The pneumatic module was replaced to resolve the issue. The third reported event was with the footswitch, in which the company representative determined that no problem was found. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿ illuminator not working¿ is attributed to a nonconforming table top illuminator. However, how or when the product became nonconforming could not be determined. The root cause of the reported ¿delay in sending air¿ can be attributed to the nonconforming pneumatic module. However, how or when the product became nonconforming could not be determined. No problem was found with the footswitch. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).